Manufacturer narrative:
Service representative evaluated the system and replaced the long view assembly and system's power supply.

Event description:
Customer reported a blank screen on the panorama central station, which may have resulted in loss of ambulatory telemetry monitoring. No pt injury was reported.